Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. As a result of the issue, the customer experienced a blood glucose (bg) level that was around 400 mg/dl. The customer had to go to the emergency room and was subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage to the customer. Customer was released from the hospital approximately two weeks after initial admittance. The customer reverted to an alternate method of insulin therapy.